Event description:
Reporter indicated that site's handheld software was giving an "sql" error message during a programming session. This occurred after the 7.1 software was removed and the 6.1 software was inserted into the handheld. Then the 7.1 software was reinserted into the handheld in an attempt to migrate the programming history data from the 6.1 software to the 7.1 software. However, the database did not migrate and the "sql" errors appeared. A replacement handheld and software were sent to the site. Attempts have been made to obtain the handheld and software, but the products have not been returned to MFR.